Event description:
It was reported that the patient experienced infusion set inserted into the scar tissue causing high blood glucose and it was corrected by corrective bolus via insulin injection event on (B)(6) 2026.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.